Event description:
Promus element plus clinical study. It was reported that no reflow and plaque prolapse occurred. In (B)(6) 2012, the patient presented with acute coronary syndrome and was diagnosed with myocardial infarction (mi). Electrocardiogram (EKG) showed st and t wave abnormality. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the saphenous vein graft to 1st obtuse marginal (om) branch with 90% stenosis and was 20 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated with pre-dilatation and placement of a 4.00 x 28.00 promus element¿ plus stent. Post stent deployment, there was no reflow with timi 0-1 flow was noted. However, embolic protection was retracted and was noted to have a clot. The patient was given with coronary nitroglycerin (ntg), adenosine and nipirite, thus, timi 3 flow was restored. Subsequently, intravascular ultrasound (ivus) revealed significant proximal stent plaque prolapse. A non-bsc guide wire was then re-advanced followed by placement of a 4.00 x 20.00 mm promus element¿ plus stent, in an overlapping manner at the proximal portion of the previously placed 4.00 x 28.00 promus element¿ plus stent, with excellent results. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR.:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)